Event description:
It was reported that an ilet user could not unlock the pump due to a limited access code issue, had been off the pump for about a week after receiving incorrect sensors, was manually injecting insulin, and was unaware that a dosing stopped alert meant insulin delivery was halted. The user¿s blood glucose was 390 mg/dl, and the transmitter ID was incorrect until repaired and paired, after which education was provided on bg run mode duration and backup therapy. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and no specific component was implicated. The issue involved an improper or incorrect procedure or method related to setup and use, not a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.